Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in the air/water cylinder and air/water tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign material came out of the device, but the type of the material cannot be identified. This malfunction is due to a failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the ai/water cylinder and air/water tube. There was no patient involvement.